Event description:
Reporter has been in healthcare for 17 years and in the past five, working as a phlebotomist, has developed a latex allergy. Symptoms include generalized rashes, shortness of breath, itchy ears, swollen throat, and one anaphylactic reaction for which they were seen in ER and treated with IV's, oxygen and benadryl. When reporter switched to non-latex gloves their symptoms were greatly reduced and manageable, but now their facility has terminated them due to the allergy. The reporter states the facility claimed that they were unable to provide a latex free environment.